Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance readings at an office visit, indicating a possible lead break. It was also reported the pt had experienced a recent increase in seizures, but this was not above pre-vns baseline levels. Revision surgery is planned.